Manufacturer narrative:
UDI: (B)(4). The device was returned for analysis. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. As viewed through the returned packaging, it was found that the exposed and unprotected coil was entangled around the introducer sheath. The device positioning unit (dpu) and the coil were found completely protruding out of the introducer sheath. The protrusion site is located 33.0 centimeters off the distal tip of the green introducer. The coil's socket ring has been pushed down inside the outer sheath. The coil has been damaged at the distal tip section. The circumstances of how and when this occurred cannot be exactly determined. No manufacturing defects were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the resheathing difficulty was confirmed. The root cause of the resheathing difficulty cannot be determined; however the most likely contributing factor occurred when the dpu and the coil were found to be completely outside the introducer sheath. This may have damaged the distal tip of the coil. In this condition the coil cannot be resheathed. The circumstances of how and when this occurred cannot be determined, and it cannot be determined if the coil damage occurred during the procedure or during post-procedure handling. There was no evidence of a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, there was resheathing failure of a micrusphere (csp10020030/ c38198) coil, and the distal tip section of the coil was found to be damaged when product was returned for analysis. There were no potential adverse events. Multiple attempts to obtain additional information were unsuccessful. No additional information was provided.